Event description:
Surgeon was performing a genioplasty as part of an orthognathic procedure and the plate broke insitu as the surgeon was attempting to contour it. At the time it broke it was already screwed down at the superior lateral two holes. The plate was removed and the surgeon completed the procedure using a 0.7mm adaption plate (#04.503.396).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Product development evaluation - one (1) matrixorthognathic chin plate 6mm offset was returned, no part or lot number is etched on the part. The plate is broken at the posterior bend of the right leg. There is some marring along the surface of the plate consistent with the jaws of the matrixorthognathic bending pliers. As described in the complaint description, the surgeon attempted to contour the plate after two screws were placed in the superior lateral holes. This is not the prescribed method of bending according to the matrixorthognathic technique guide. Bending of the implant is to occur before the placement of the screws. Attempting to contour the plate after being secured to the bone could result in additional stress concentrations and/or bending beyond the 1mm advancement recommended in the technique guide. This could lead to intra-operative plate breakage. From a design perspective this complaint is invalid because the matrixorthognathic technique guide was not followed in contouring the plate. From a design evaluation perspective this complaint is invalid because, the matrixorthognathic technique guide was not followed in contouring the plate. There is no abnormal rise in complaints related to intra-operative plate breakage. The product development evaluation conclusion is that the complaint is invalid. Manufacturing evaluation - one of the two connectors is broken at one of the pre-bend angles. The relevant dimensions were checked and found within the specification. The fracture face is homogenous which indicates material conformity. Based on the appearance of the breakage we suppose that overstressing during in situ contouring of the plate caused this breakage. This complaint is indeterminate from a manufacturing standpoint. The lot number of this device is unknown and therefore no DHR review was possible. The manufacturing evaluation conclusion is that the complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4)